Event description:
The one touch ultra meter's battery contact was damaged. This issue was not resolved with troubleshooting. Medical affairs was unable to reach the patient to obtain more information. Patient did not have any symptoms, although emergency services were contacted and patient was given an IV. There is no further information about that. A letter is sent to the patient for more information.